Event description:
International affiliate reports that during application of cement, the hydraulic pump filled with water and it was not possible to build up pressure. The same thing occurred with a second confidence kit that was used. A third kit was successfully used. There were no adverse consequences to the patient and no significant delay to the procedure. See mfg medwatch report no. 1526439-2013-25036 for the second confidence kit that was involved in this event.

Manufacturer narrative:
A visual inspection of the returned product found the o-ring inside the confidence kit¿s cement reservoir component was broken. No other issues were observed during the visual inspection. Functional evaluation found that when pressure was applied by turning the confidence pump handle, water leaked out from between the cement reservoir cap and the cement reservoir a its threaded section. Leakage occurred before the safety release valve was triggered and was due to the broken o-ring. As a result of the leak, it was not possible to build up pressure in the system. Review of the device history record could not be performed as the lot number is unknown. Review of complaints found no emerging trends. The reported issue was not confirmed. The hydraulic pump was fully functional and could build appropriate pressure to deliver cement before the safety release valve triggers. The root cause of this complaint is unknown because the safety release valve is triggering and releasing water into the back of the pump at an appropriate pressure. A broken o-ring was observed in the cement reservoir cap which led to a leak at the threaded section between the cement reservoir cap and cement reservoir. It is unknown when the o-ring could have broken but it was likely broken after the initial use with the reported complaint description. The safety release valve could not have triggered and filled the hydraulic pump with water if there was a broken o-ring before use. No corrective action/preventive action is required at this point as the reported issue was not confirmed and there have been no systematic trend. Therefore, this complaint will be closed with no further action required.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.